Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00337, 3005168196-2021-00338, 3005168196-2021-00339, 3005168196-2021-00340.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using ruby coils, a lantern delivery microcatheter (lantern), and a sheath. During the procedure, the first ruby coil would not advance past the middle of the lantern. Therefore, the ruby coil was removed. Subsequently, two ruby coils were successfully implanted into the target location. Next, two ruby coils would not advance past the middle of the lantern. Therefore, these ruby coils were removed. The physician decided to remove the lantern and, upon removal, the physician noticed the lantern was kinked proximal to the hub. Therefore, the lantern was no longer used in the procedure. The physician used a new lantern to successfully implant one ruby coil. However, the next ruby coil would not advance past the distal end of the lantern. Therefore, the ruby coil was removed. The procedure was completed using the same lantern, another ruby coil, and the same sheath. There was no report of an adverse effect to the patient.